Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal filing that a male patient who had initial left knee arthroplasty on (B)(6) 2012 in which he was implanted with optetrak devices, had revision surgery approximately 6 years 9 months post the initial implant procedure due to the premature failure of the optetrak implants. The failed components were removed. Upon information and belief, plaintiff required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. Plaintiff experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, loosening, and osteolysis. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. However, the root cause and extent of the reported prosthesis wear, loosening, and osteolysis could not be determined as the devices were not returned for evaluation, and images/radiographs were not provided. Fu1 submission: fields in section f10 should be blank, this is a manufacturer's report.

Manufacturer narrative:
A2, d4, d10, g3, and h4 updated based on additional information provided via legal: pre & post op diagnosis: severe particulate wear debris osteolysis primary left total knee replacement, sever tibial insert wear and breakage, left total knee replacement. Findings: initial impression was that the implants were fixed, but they came off the distal femur & proximal tibia without much effort. This patient had severe osteolysis of the bone. This is particularly wear debris osteolysis because of failure of the medial aspect of the tibial insert that the posterior aspect of the medial portion of the tibial insert was fractured and morselized. The insert, however, remained well fixed. There was no evidence of infection. There was no fracture. No additional information at this time. Investigation has been re-opened with added information. D10: concomitants: 2170423 02-010-01-0235 logic femoral ps cem 2009381 02-012-41-3535 logic tibia traptray cem 2207790 200-02-38 three peg patella h6. Updated to reflect additional information provided.